Manufacturer narrative:
B5:the reporter indicated that a 13.2mm, vticmo13.2, -7.5/1.0/126, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. The lens was removed and replaced with a shorter length lens within the same surgery. Problem resolved. Cause of event was unknown. H6- health effect- impact code: 4629 to 2199- previous code not applicable, no secondary surgical intervention was performed. Claim#: (B)(4).

Manufacturer narrative:
Patient identifier: lianghuiming. Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -7.5/1.0/126 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. The lens was later exchanged for a shorter length lens due to excessive vault. This exchanged resolved the problem. Cause of event was reported to be unknown.